Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of peritonitis in a patient coincident with physioneal unknown and nutrineal unknown therapies for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2011, the patient experienced peritonitis as manifested by cloudy effluent and abdominal pain. The patient stated that the peritonitis was due to performing exchanges in the car with the air conditioner running. On an unreported date, the patient began remedial therapy with ciprobay (500mg, twice a day, route not reported). The outcome of the peritonitis and action taken with physioneal and nutrineal were not reported. An opinion of causality was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is undetermined.